Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: catheter breakage. Detailed inquiry description: "sheered perifix epidural catheter that was retained inside of a patient, which modality of imaging would be best to pick up the material the epidural catheter."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used partial catheter, without packaging was provided for evaluation. Although visual evaluation did show a catheter with a sheared tip, it did not confirm any manufacturing defect prior to the use of the catheter. Therefore, the reported defect was not confirmed to be related to the manufacturing process. B braun kits are packaged according to blueprint specifications while inspecting for any defects or deviations from drawing (e.g. Embedded particles, dirt, missing or incorrectly assembled parts, etc.). In addition, there are incoming, in process and final functional inspections performed during the manufacturing of components and finished good items. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during the clinical application process. As the lot number associated with this complaint is not available, a batch record review and testing of the house retains were not possible. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.